Event description:
Product was returned and product analysis noted that there was contamination on the force sensor shim plate. The battery compartment cracked at case seal.

Manufacturer narrative:
The pump has been returned to animas for evaluation with the following findings: during investigation loss of prime with load non-zero force was verified in black box. Performed pump rewind, load, and prime with no loss of prime. Pump was exercised for 24 hrs. On a 1 unit per hour basal program with no loss of prime duplicated. Force sensor calibration was out of spec low. Recall # 2531779-03/24/2010/003-r. Removed pump from case and noticed contamination on the force sensor shim plate. Battery compartment cracked at case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).